Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was showing sensor in but customer was not wearing sensor. Customer also states that insulin pump completely shut off with a brand new battery in and customer was not getting insulin. Customer states that healthcare professional suggest that insulin pump be replaced. Customer's blood glucose was 600 mg/dl. Display screen returned after troubleshooting for blank screen display. Troubleshooting was also performed for no delivery and insulin delivered. Customer was advised that battery cap would be replaced.